Event description:
During a laparoscopic supracervical hysterectomy procedure, the tissue pad was hanging off the non-active portion of the device. The procedure was completed with a device that was connected to monopolar electrocautery. There was no patient consequence.